Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. The customer was advised to perform a set change and was unable to troubleshoot at the time of the call. Blood glucose level at the time of the incident was 425 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.